Event description:
It was reported the patient had his spectra penile prosthesis removed and replaced due to patient dissatisfaction. The patient felt the cylinders of the device were too short. The physician tried to persuade the patient that the cylinders were long enough but the patient asked for the revision surgery. No patient complications were reported in relation to this event.

Manufacturer narrative:
The two spectra cylinders were visually inspected and functionally tested. Both cylinders had holes in the outer layer that were the result of a sharp instrument that exposed inner segments. Both cylinders functioned as intended.